Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) came out of the cartridge too early during insertion. The iol was in contact with the patient's left eye. During follow up, it was confirmed that the iol was partially delivered into the patient¿s eye and then removed. The procedure was completed successfully with a backup iol. There was no incision enlargement, no vitrectomy, and no sutures required. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/4/2017. Device returned to manufacturer? Yes. Device evaluation: the plunger was observed in a fully advanced position and the cartridge was correctly engaged into lower body of the pcb00 device. The pushrod was observed exposed out of the cartridge. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. Lack of lubricant material was observed in the device. No lens was received in or out of the device. The condition in which the product was received is compatible with a unit that was handled and prepared for surgical use. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.